Event description:
Information received from the field notes that during a follow-up, the base rate was 45 ppm and measured battery data was 2.74v, 20ua, 1 kohms. At a follow-up two months previous, the rate was 65 ppm and the measured battery data was 2.75v, 19ua, 1 kohms. The patient was admitted to the hospital for observation. The device was repro- grammed to 65 ppm.